Event description:
Pt reported obtaining back to back blood glucose results of 10 mg/dl and 99 mg/dl on the voicemate vsr system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. There were not any test strips left in the vial for the customer to return. Voicemate vsr system: voicemate vsr advantage meter comfort curve test strip lot 549435, exp 1/31/08, catalog # 2030381.

Manufacturer narrative:
The suspect product is the comfort curve test strip. There were not any test strips left in the vial for the customer to return.